Event description:
The hcp reported that one day post pump implant, the pt was over-sedated and unarousable. The pump was used to deliver dilaudid and clonidine. An overdose was suspected and the hcp planned to set the pump to minimum rate mode. The pt's f/u hcp reported that the pt was sleepy and confused for one day after general anesthesia and pump replacement for unk reasons.